Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Date of event unknown/not provided. Brand name unknown/not provided. Model number/lot number unknown/not provided. Implanted date unknown/not provided. Premarket identification unknown/not provided.

Event description:
It was reported that implant fractured and crown broke off. Tooth location not reported.

Manufacturer narrative:
One unknown implant was returned for investigation. The reported event is confirmed following physical inspection of the returned product. Based on the evaluation, the device malfunction has occurred. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: g7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes" .

Event description:
No further event information available at the time of this report.